Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that a chemotherapeutic medication completed as a secondary infusion with a texium attached to the primary normal saline line. The texium was connected/tightened correctly but dripped when the normal saline was flushing the line, even with adjustments and checking the line. There was no report of patient harm.